Event description:
It was reported that the 9900 system locks up and appears to continue to fluoro after the button was released. No pt injury was reported.

Event description:
Per the clinic, the patient experienced dizziness, vomiting and pain with use of the device. The results of an integrity test in 2009 indicated no evidence of malfunction of the receiver stimulator. Electrode array test inconclusive for electrode faults. The patient was explanted three months later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)